Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the insulation fell apart. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the insulation fell apart but it remained stuck with the device. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. The damaged over mold was missing a piece of plastic molding. The missing plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU (instructions for use) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the customer confirmed that nothing fell into the patient during use of the device.